Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Concomitant medical product: unknown frs screw, cat#: ni lot#: ni. Customer has indicated that the product will not be returned [hospital retained] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a bunionectomy, the screw driver bent and a small portion fractured and was left behind in the screwhead which remained in situ. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. The t7 drill bit was returned with a twisted tip. There is a small fracture of the tip. The complaint is confirmed. Device history record was reviewed and no discrepancies were found. These drivers have been designed to twist before fracturing of the screw. The driver can still fracture if torque continues to be applied, but this happens only after the driver first twists to give the surgeon an indication of trouble advancing the screw. Root cause related to design deficiency. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a bunionectomy, the screw driver bent and a small portion fractured and was left behind in the screw-head which remained in situ. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.